Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states that the chair veers to the right with or without someone in the chair. Dealer states it appears as though one of the caster housings are not correct, they do not match at the weld. Per the technician evaluation, the right headtube is not assembled correctly. It is at a slight angle causing the chair to pull to the right.